Manufacturer narrative:
The customer contacted siemens customer care center (ccc). Siemens determined that quality controls (qcs) were within acceptable ranges when the discordant, falsely low co2 result was obtained and that the water temperature and quality were acceptable. Siemens ran a precision study using quality controls, resulting within specifications. A siemens customer service engineer (cse) was dispatched to the customer's site and determined that the co2 assay was on sever 2. The cse inspected the instrument and ran a bottom of cuvette (boc) align test for sample arm 2 (s2), reagent arm 3 (r3), reagent arm 4 (r4), resulting unacceptably. The cse adjusted the boc corrections for s2, r3, and r4 and ran the boc align test, mix test, over mix test, and sever 2 system check test; the tests recovered acceptably. The cse observed "clog detect errors" for s2 mix test and replaced the sample probe. The cse also ran a quick check test to reset the baseline of clog detects and reran sever 2 mix test with the new probe. A few outliers were obtained for the r3 mix test and "clog detect errors" were triggered during the mix test for s2. The cse returned to the customer's site and ran a system check test; the r3 mix test recovered low. The cse replaced and aligned the r3 mixer and ran boc align test, which recovered acceptably. The cse replaced and aligned the aliquot probe for s2 and ran a quick test and qcs on all methods on sever 2, resulting acceptably. Siemens further investigated the issue and determined that maintenance was required at the time of the discordant co2 results, which potentially contributed to the discordant, falsely low co2 result. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely low carbon dioxide (co2) result was obtained on a patient sample on a dimension vista 1500 instrument. The discordant result was not reported to the physician(s). The sample was repeated three times on the same instrument, resulting higher. The sample was also repeated on an alternate dimension vista instrument, resulting higher than the initial result. A co2 result of 30.3 mmol/l was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low co2 result.